Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving no delivery alarms every two and a half days. The customer stated that the insulin pump was showing empty reservoir. The customer wanted to change the insulin pump setting so that it would not trigger low reservoir alert when there was still 20 units left. The customer's blood glucose was 154 mg/dl. The customer declined troubleshooting. Informed customer that she needed to change the reservoir when she received a low reservoir warning. The customer declined a replacement insulin pump. Nothing further reported.